Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A consumer reported experiencing poor vision after intraocular lens (iol) implantation. She stated that prior to the procedure, she was able to drive and function independently. She stated, even though according to her surgeon, her eyes are fine, and the surgery went brilliantly but, she is unable to see anything clearly and have halos. She had difficulty with visual tasks such as reading road signs until she is underneath or right next to them, difficulty seeing any type of animals or birds on the ground or in front of her, watching television, reading sports scores or watch birds on her bird feeder. According to her surgeon, her blurriness will go away, and she does not need glasses, however, the blurriness is still there, and she cannot function. Additional information was requested, but no further information is available. There are two medical device reports associated with this report. This is 1 of 2.